Manufacturer narrative:
This is a duplicate of MFR report # 1710034-2019-00699 / patient identifier (B)(6). Please consider this complaint cancelled.

Event description:
It was reported that a malfunction occurred before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "catheter tip desquamation".

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a malfunction occurred before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "catheter tip desquamation".